Event description:
It was reported that during the catheter insertion procedure, the needle cannula dislodged from the hub. It embolized to the vena cava. Surgical intervention was required for removal.